Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, one of the connecting rod was broken was identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the long clip exhibited one of the connecting rod was broken. There was no patient involvement.